Manufacturer narrative:
Results: evaluation of the returned alarm confirmed the reported issue: the hold/suspend button is missing on the alarm. However, the pre-recorded voice message does not play, only a clicking sound is heard. Tone sounds as it should and unit passes all other functional tests. The aqualert moisture indicator label shows exposure to moisture. Led lens is pushed into the alarm case and the green over mold has a cut on the side. The battery door is missing on the alarm. Note: instructions for use has a warning statement: the posey keep safe deluxe is an electrical device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).

Event description:
Customer reported the hold button is missing on the alarm. No other visible damage was reported. Customer could not provide a date when this was discovered. No pt incident or injury was reported.